Manufacturer narrative:
While performing a review of file cn-313674, there was no patient involvement, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File 3012307300-2024-08260 is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported that there was liquid crystal leakage. There was no patient involvement and reporter confirmed that there was no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. E: full phone number (B)(6). G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.